Event description:
The customer reported having high blood glucose of 372 mg/dl. Troubleshooting was performed. The time, date, and basal rates were correct. The customer fell sick, thirst, and vomiting, and could not troubleshoot any further. Advised the customer to seek medical attention. The customer called back requesting a replacement of the insulin pump and stated that she is her way to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.